Manufacturer narrative:
(B)(4). One sample was received for evaluation. The reported problem was confirmed, there was a fine particle found in the amino acid chamber of the bag. Amino acid solution was filtered prior to filling into the bag. The cause of the reported condition could not be determined. The supplier has been notified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a triple phase bag appeared to have particles in the amino acid chamber. There was no patient involvement. Additional information was requested and is not available.